Manufacturer narrative:
The initial MDR 2432235-2014-00369 was filed on june 11, 2014.additional information (05/16/2014): the advia centaur cp serial number (B)(4) was removed from the site and replaced with an advia centaur xp. The cause of the discordant, falsely elevated troponin result is uknown.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The cause of the discordant, falsely elevated troponin result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely elevated troponin result was obtained on one of two samples drawn from the same patient on an advia centaur cp instrument. The first sample was run and resulted as expected. The second patient sample was run on the same instrument, resulting falsely high. The discordant result was not reported to the physician(s). The sample was repeated in an alternate laboratory, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.